Event description:
During a follow up call on an unrelated report, the home patient's nurse reported the following: in 2008, the patient noticed a leak before therapy and discovered that the transfer set (which was placed on the patient a week earlier) had fallen off of the catheter. The patient reported this to the clinic the following day. The patient did not know how or why this happened. The nurse stated their patients are trained to make sure the connection is tight and this transfer set was not loose, it just fell off. A new transfer set was placed and one gram of vancomycin was given intraperitoneal (ip). An effluent culture was performed that day and results were negative. The patent did not have any signs or symptoms of peritonitis. The sample was discarded, per the nurse. The patient is continuing with peritoneal dialysis (pd) therapy and is doing well with no reported complications.

Manufacturer narrative:
Sample unavailable, per the nurse.